Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, there was oversensing due to non-physiologic signals/sic (sensing integrity counter) and undersensing information was present.

Event description:
It was reported that the patient received and innapropriate shock while being prepped for a normal generator change due to normal battery depletion. The right ventricular (rv) pacing lead was oversensing with short v-v intervals and there was high lead impedance. There was oversensing of the sinus rhythm and undersensing of the r waves. A lead fracture was suspected. ICD therapy was suspended. The patient was discharged with a life-vest and scheduled for a lead extraction at a later date. The device and leads remain in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6945-65 lead implanted: (B)(6) 2000. (B)(4).